Event description:
It was reported this balloon ruptured during an arteriovenous shunt declot procedure resulting in a segment of the balloon material detaching and remaining in the pt. An attmept to percutaneously retrieve the detached balloon material with a snare was unsuccessful. Successful surgical retrieval of the detached balloon material as well as subsequent removal of the clot was uneventful and without any pt complications. The pt's condition good. This device has not been rec'd for eval. A lot search was performed and revealed no other complaints to date for this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than to native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. The above factors may have contributed to this event. However, co is unable to determine the exact cause for this event.